Event description:
The unit leader has been emailed to request photos and ask to save the product should it fail in the future. The team will be instructed to save all equipment and packaging. The tubing between the 2 syringes has snapped off 3 times to my knowledge. There may be more with other techs. 2 times I filled the syringes and 1 time it was someone else but I was present to witness it. I have never seen this happen with their product. I have seen it do this 3 times over the last 2 weeks. It snaps off at the hub of one of the two syringes. Not sure what else I can add, there doesn't seem to be a rhyme or reason to it.